Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not communicating and was on offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating and was on offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and had gone offline. A field service engineer found that the station would not turn on, although the power supply briefly spun the fan when powered on before immediately stopping. The engineer searched through the system and discovered that the drawer controller of 4.1 in the main was preventing the system from turning on. The drawer controller was replaced, but the position sensor was accidentally broken during the process, so it was replaced as well. The system was then booted up and tested to ensure it powered on without any failures. A picture of the 'about' page was uploaded to confirm that there were no system failures. The user was able to log in and successfully load medications. The system functioned as intended after the field service engineer repaired the device.